Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the test failure and electrode belt failure to communicate with a monitor was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming funcitonality testing.